Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg (B)(6) 2006. Neuro stimulator (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced syncope. The right ventricular lead had low impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.